Event description:
In 2009, terumo cardiovascular was initially notified that during a cardiopulmonary bypass procedure, the roller pump was turned to the off position - at which time it was noted that there was unexpected retrograde blood flow in the direction of the patient aorta through a one-way valve that was installed into the bypass circuit. It was stated that the surgical procedure was completed with no injury to the patient.

Manufacturer narrative:
Terumo cardiovascular conducted an investigation into the cause of the reported event and determined that the device (one way valve) most likely exhibited a defective duckbill within the valve housing, resulting in the reverse flow of blood through the valve and towards the aorta. The subject device was returned to terumo and was assessed as part of the terumo investigation. The device was tested - which included pressure testing and visual examination. The results of the investigation are consistent with a component subassembly failure of the one way valve. The failure appears to have been related to the events described by the reporting entity.